Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found that the nut that holds the fiber optic sensor port female connector caused the port not align. Once the nut and screw were found and replaced, the fiber optic test run and passed without issue. The fse then performed and completed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had a "fiber optic port faulty" message. There was no patient involvement, and no adverse event reported.